Manufacturer narrative:
There was no patient involvement. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 erc tubing clamp. The incident occurred in (B)(6). Livanova requested further information in order to clarify the reported event. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp was giving an unknown error during procedure. No further information is currently available thus a malfunction associated to clamp closure cannot be excluded. There was no report of patient injury.

Manufacturer narrative:
(B)(4) became aware of additional relevant information about the case and re-evaluated the event as non-reportable: "no errors or complaints were reported by customer. Initial call was requested by customer to complete annual pm. On site field technician experienced issues of the flow sensor not reading on the scp." Based on additional information received the reportability decision change to non reportable. The reported flow reading failure does not affect the pump flow. The flow rate can still be controlled with the knob and rpm can be estimated based on the leds around the control knob. In addition, if the function buttons for the erc are not responding, the clamp function is not impacted and it closes in case of alarm conditions. In both situations, alarm system remains functional as well as any safety feature thus, the reported issue is not likely to contribute to death or serious injury.

Event description:
See initial report.